Manufacturer narrative:
G4: 15oct2019; b4: 16oct2019. Repair information was confirmed. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse noted that the ventilator clicks on standby, patient disconnect occurs, and cannot enter standby mode. The flow sensor assembly was planned to be replaced. The customer reported that the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit could not enter standby mode the device was not in clinical use at the time the issue was discovered.